Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 16x3.00mm, concentric target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery at the ostial side. After pre-dilatation, a 3.00x16mm promus element¿ drug-eluting stent was deployed to treat the lesion. However, post deployment, the stent was deformed. Subsequently, another promus element¿ stent was deployed to cover the lesion and the procedure was completed. No patient complications were reported.